Event description:
It was reported that a novum iq large volume pump failed to alarm for air in line during patient therapy. This was further described as "when the blood administration rate was greater than 120ml/hr at the start of the infusion, the pump wouldn't alarm air in line". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.